Event description:
It was reported an issue with novosyn quick suture. The client reported that the thread is not absorbed within the time specified by the manufacturer. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received one closed sample for analysis. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed sample received has been performed and the unit is tight. We have also tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.51 kgf (ep requirements: 1.27 kgf in average and 0.76 kgf in minimum). - degradation test result conducted on the sample received fulfils b. Braun surgical requirements. In the degradation test, thread is introduced in a sörensen solution at 37ºc for 7 days. After this period, the knot pull tensile strength of the thread is tested. The result for the sample received is 0.50 kgf and fulfils b. Braun surgical requirements: 0.96 kgf in maximum and 0.23 kgf in minimum. These values are the usual ones for this thread and size. As stated in the precautions of the instructions for use of the product, consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. The use of novosyn® quick may not be advised in case of elderly, malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.